Event description:
It was reported that the pulse generator exhibited an error message at first follow up indicating premature elective replacement indicator. After a software download, normal device function resumed. The device remained implanted and the patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.